Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal circumflex artery with a 70-90% stenosis. The balance middleweight elite guide wire was being advanced with some resistance felt and was positioned in a small branch. Immediately after positioning it became blocked [stuck]. The guide wire was observed to be separated and required the use of a snare device to retrieve the separated piece of wire. The procedure was ended with a moderate result. There was a delay in the procedure; however, it was not clinically significant for the patient. The delay in the procedure resulted in the need for additional contrast and radiation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.